Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded keypad traces. During visual inspection insulin pump had a cracked reservoir tube lip, missing end cap sticker, minor scratches on display window and cracked case near display window corners.

Event description:
It was reported that the insulin pump had an unresponsive keypad and some of the buttons stopped working. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.